Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting false alarms. The customer stated that the respiratory therapist informed that the nurse call remote is alarming too much. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and explained that the unit will change the state when it alarms, and the signal is sent to the nurse call station. The unit is unable to know the difference between a low or high priority alarms. The rse instructed the customer to contact the nurse call system company and find out if they have a way to control the alarming at the nurse call station. The customer is reaching out to the nurse call company for information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.